Manufacturer narrative:
Additional information: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. No product was shown in the picture. It could not determine if the product met specification. The picture showed the patient and not the product. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not be performed due to no picture of the product was attached to the file. The investigation could not determine the root cause of the customer's report. The customer is advised to return the incident device back, so a complete evaluation can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after the procedure, the patient had a second degree burn inside the thigh. The return electrode was installed in the vertical plane of the thigh and according to the manual, it should be installed in the horizontal plane. No trichotomy was performed at the site, thus contributing to the development of the lesion. Yes, the lesion evolved to a 2nd degree burn. After the event, local conservative treatment with nurse follow-up from the group of skin and wound care specialists treated the burn site with non-stick coating, semipermeable cover and barrier cream.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after the procedure, the patient had a second degree burn inside the thigh. The return electrode was installed in the vertical plane of the thigh and according to the manual, it should be installed in the horizontal plane. No trichotomy was performed at the site, thus contributing to the development of the lesion. Yes, the lesion evolved to a 2nd degree burn. After the event, local conservative treatment with nurse follow-up from the group of skin and wound care specialists treated the burn site with non-stick coating, semipermeable cover and barrier cream.